Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 12aug2019. The field service engineer evaluated the device and replaced the front bezel assembly. The ventilator passed all test and operated within the manufacturing specifications. The ventilator has been returned to the customer. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator had a faulty navigation-ring. There was no patient involvement.